Event description:
The customer reported that during an in-service with the company representative on the iabp, they observed that the iabp generated "no patient status available" followed by "system failure" when removing EKG with pressure waveform. No patient was involved.

Manufacturer narrative:
"Front end hc11 could not communicate with main hc11." The company representative replaced the front end module pc board (part number: 0670-00-0668). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).